Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Upon inspection, the nozzle was found clogged with foreign material of unknown origin. The biopsy channel, adhesive around the light guide lens, adhesive on the bending section cover, bending section cover, and insertion tube also had foreign materials. Other findings included a leak in the scope cover, cracked light guide rod lens, chipped coupled charged device (ccd) cover lens, chipped lens glue, scratched and cracked distal end cover, deteriorated bending section cover, cracked bending section cover glue, peeled off connecting tube coating, scratched pocket pouch, leaking and humid control unit, peeled off air/water and suction cylinder nut paint, scratched switch box unit, scratched universal cord, damaged plug unit housing, angulation not at specification, wire over tension of the right/left knob, blocked biopsy channel, and clogged air/water channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported that it was not possible to insert needles in the working channel of the evis exera iii colonovideoscope. Olympus then received further information reporting that the issue occurred during a polyp removal and subsequent clipping procedure. Removal was carried out and bleeding occurred. It was during clipping that the operator was unable to get the equipment into the channel. The procedure was extended by 40 minutes due to the incident and to change the device. The procedure was completed with a different scope. The device was tested for suction and co2 with no issues reported. The customer later expounded that the bleeding was from a vein with an estimated blood loss of about .5 deciliter. The polyp was in the largest layer for what was being removed (about 3 centimeters) but it was in the rectum, so it was quick to get the scope in place and stop the bleeding with a clip. The customer emphasized that the problem with the scope had nothing to do with the procedure being what it was and that the scope problem was that the customer could not get the clips into the channel of the scope as it met with resistance. There was no reported serious deterioration in the patient's health and there were also no complications from the prolonged procedure. Aside from being kept under observation, the patient received no further interventions for the bleeding. The patient was admitted for 10 days as the unknown clip reportedly must have come loose and had to be re-clipped. The patient is doing well.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. Additionally, it is likely the phenomenon "due to bleeding during procedure, the physician tried to place a clip and failed to insert, so it took extra time" occurred due to the channel was clogged with the foreign material. However, a root cause could not be specified. The event can be detected and prevented by following the instructions for use which state: "cf-hq190l/I operation manual chapter 3 preparation and inspection" "cf-hq190l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g2 and e3. Information has been provided that was inadvertently not included in the previous submission.